Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 175-214 mg/dl.